Event description:
A (B)(6) male pt contact zoll customer support to report 'add gel / replace belt' messages and that his response buttons were not functioning properly. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (add gel/replace belt messages / response buttons not functioning) has been confirmed. As received, the monitor end cap was separated from the case and the white and black wire bundles were pulled from the computer / analog (ca) board. The cause for the add gel messages is a disruption in communication between the monitor and belt. The cause for the disruption in communication is the disconnected white wire bundle at the ca board. The cause for the non-functional response buttons is the disconnected black wire bundle at the ca board which communicates with the auxiliary board. The disconnected wire bundles are a result of the separated monitor case. The root cause of the separated case cannot be positively identified but is likely a result of physical abuse. No adverse event resulted from the damaged case. The pt received a replacement monitor.